Event description:
The right atrial lead was implanted then removed due to malfunction. Ultimately no atrial lead was implanted due to cardiac tamponade. The procedure was the implantation of a st. Jude implantable defibrillator with a boston scientific ventricular lead. During the placement of the medtronic atrial lead, patient became acutely hypotensive and evidence of a pericardial effusion and tamponade was evident. With removal of the atrial lead, the pressure returned spontaneously to normal and the effusion began to lessen. Interventional cardiology was at the bedside to evaluate the patient and they felt that careful monitoring of the effusion would be appropriate. The patient remained on the table for approximately an additional 45 minutes with stable blood pressures.although there was an acute complication from the implant, the patient is doing well and blood pressure is stable. He did not get an atrial lead because of this acute complication.what was the original intended procedure?ICD implant.device #1is this a laboratory device or laboratory test?no.